Event description:
Broken abutment inside the implant. Breakage of the abutment in the implant. No information about the removal of the tip.

Event description:
Broken abutment inside the implant. Breakage of the abutment in the implant. No information about the removal of the tip.